Event description:
Phlebotomist was in the middle of performing venipuncture and noticed a clear, gel-like substance on the needle. Once noted, she made sure to not touch the patient with that part of the needle and completed the procedure. Phlebotomist released the patient and then took a picture of the needle and notified charge person. Needle with safety engaged was placed in a biohazard bag along with the rest of the box of needles with the same lot number. Charge person opened several more unused needles to see if there were others with clear gel substance - there was not. Manufacturer response for vacutainer needle, bd vacutainer eclipse (per site reporter): left a message for bd to call back. I was put on hold and then finally there was a recording to leave a message.